Event description:
It was reported during implant of the left ventricular lead, high thresholds were noted in multiple sites of the patient's anatomy. Two separate leads were attempted, but neither left ventricular lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 4194 lead was returned, analyzed and no anomalies were found. (B)(4) the full 4196 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).